Manufacturer narrative:
Concomitant medical products: rt flow circuit. Qn# (B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 devices were taken from the current production p/n 425-00 concha neptune lot # 73a190009n, and functionally inspected. During testing, issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. Root cause and corrective actions cannot be determined. For a thorough and proper investigation, it is necessary to have the device sample involved. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "patient was on comfort flo therapy and the temp probe fell out of the circuit". "The heater did not audible alarm". (Temp probe issue captured in MFR. Rpt.#3003898360-2019-00163).

Manufacturer narrative:
Continuation of concomitant medical products : rt flow circuit.qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. The unit was gently rotated and then lightly shaken to determine if any loose components might be moving around inside the plastic case. Nothing loose was noted. The serial number was confirmed to match to the serial number reported by the customer. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional test where the unit was setup as close as possible to the setup at the hospital where the alleged reported incident took place. The temperature probe set was connected to the neptune. The comfortflo circuit was attached to the column, and the blue inspiratory pigtail from the circuit was connected to the blue neptune connector. At the patient end of the circuit an infant 2411-04 cannula was attached. The neptune was turned on again and successfully moved through all of the self-test without issue. Water was primed into the concha smart column and gas flow was set at 8 lpm, worst case flow for a 2411-04 infant nasal cannula. The neptune was set to invasive mode, 37 c temperature, and full sunshine for water gradient. The neptune reached operating temperature and had stabilized. The temperature probe at the patient circuit connector was removed. Almost immediately the neptune displayed a visual cautionary red blinking indicator lamp on the neptune display panel of the neptune that represents the patient temperature probe. Within 11 minutes an audible alarm had been initiated by the neptune along with the visual yellow audible alarm lamp. The complaint that the neptune failed to alarm after the temperature probe fell out of the patient end heated circuit connector cannot be confirmed. Functional testing did not reveal any operational anomalies.

Event description:
Customer complaint alleges "patient was on comfort flo therapy and the temp probe fell out of the circuit". "The heater did not audible alarm". (Temp probe issue captured in MFR. Rpt.#3003898360-2019-00163.)